Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Information not available at time of report.

Event description:
The customer reported that, during a procedure, a delay of approximately 10 seconds was noted between the plot and the actual data. The patient had a cardiac arrest, the delay observed of which is apparently not the cause, but which was detected with these 10 seconds of delay. A request for additional information regarding this incident has been sent.

Manufacturer narrative:
Additional information received indicated that, on (B)(6) 2020 between 10am and 1pm during an aortic valve procedure, there was a delay of 10 seconds between the ECG display and the external electro stimulation. The patient went into cardiac arrest during this time and had to be connected to an external ECG monitor/defibrillator for resuscitation. The customer rebooted the xper flex cardio device and the issue was resolved. There was no lasting impact to the patient reported as a result of this incident. A philips field service engineer (fse) was dispatched to the customer's site to address the reported problem. According to the attending fse, the system was in use and not available for evaluation. This issue reportedly has only occurred once and the system has been functioning as intended since the reboot was performed by the customer. The fse further indicated that, after speaking with staff that the device is almost never restarted. The customer was advised to reboot the system on a regular basis. No further repair activity was deemed necessary by onsite support. The absence of further calls supports that the reported problem has not reoccurred and was resolved. The device remains in use at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.